Event description:
Per the clinic, the patient experienced poor performance since activation and has no clinical benefit with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, on (B)(6) 2025, electrode repositioning was attempted prior without success which then leads to explantation of the device within the same procedure. There are no plans to reimplant the patient with a new device as of the date of this report.